Event description:
It was reported that when they burred the distal femur cut. They put the 5-in-1 cut block on and put the visualizer tool in the anterior cut slot. When they did that, it read that the cut was 15mm high or something along those lines. At that point, they checked their checkpoints and found the femur array had an error movement of 6mm. The case was completed as a manual procedure and no patient impact or injury involved. The case was aborted and the surgeon uses the back of clamps for checkpoint reference.

Manufacturer narrative:
The device was being used during treatment when it was noted that the femur array had an error in movement. The log files nor any case screenshots were returned for evaluation. The DHR was reviewed for software version (rc-7007) and it has been validated. A complaint history review was performed and found 137 reports of the issue. This issue will continue to be monitored. The failure has been identified in the risk file. The surgical technique guide released at the time of the complaint (500097 reve) includes information for if the bone tracker array has moved during surgery. It states,¿ if you suspect that a bone tracker array has moved during surgery, tighten and secure the tracker array. Return to the checkpoint verification screen to re-collect and reverify the checkpoints. If the system detects that a bone tracker array has moved, it will require you to tighten and secure the tracker array and re-collect anatomical data before you can continue with the procedure. The IFU can be ruled out as a contributor the reported event. A relationship between the device and reported event has not been established. A factor that could have contributed to the reported event was that the physical model and the software model of the bone did not match which showed the cut as misaligned. When the user reentered the cutting screen and the handpiece was brought into the field of view, it would show portions as overcut because the physical and software bone models were no longer aligned. Therefore, the reported event cannot be confirmed. The root cause of the reported event could not be determined. No corrective action or containment is recommended at this time. If the log files or case screenshots are returned, the complaint will be re-investigated at that time. Based on the information provided, the root cause could not be definitively concluded and further patient impact is not anticipated. No further medical assessment is warranted at this time.